Manufacturer narrative:
Device status: the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
D6a and d6b: updated the implant and explant date. H6: updated code based on information in the complaint file.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Device analysis: console ((B)(6)) was sent back to fs for further investigation. The pump detection issue could not be reproduced despite several attempts to connect a known-good impella and power cycling the console in between attempts. Root cause: the root cause of the pump detection issue could not be determined, as the issue could not be reproduced.

Event description:
The complainant reported that since all available automated impella controllers (aics) were in use, this case required the use of abiomed¿s aic as a backup device. During preparation for support, an issue occurred after startup: the message ¿please connect the catheter cable to the connection cable¿ appeared, preventing further progress. The team repeatedly unplugged and reconnected the cable approximately 30 times and restarted the setup process several times, but the same message persisted. After retrying the setup using the same procedure, the device eventually proceeded normally and became operational.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.